Event description:
Dvt20/e calf garment alleged to have caused post-operative dvt and an allergic reaction. Dvt being treated by the administration of anti-coagulants for 6 weeks; rash (allergic reaction) was treated by self-administration of piriton and singular gel (local steroid).

Manufacturer narrative:
(B)(4). Preliminary analysis suggests that the pt suffered a dvt post operatively, however there is no suggestion that our system failed to function as intended or contribute to the occurrence of dvt. We are unable to review the actual product that was in use at the time, as it was disposed of by the healthcare facility. With regards to the skin reaction, the material tests that we have carried out confirm that our product is not harmful or irritant to the skin and the pt's sensitive skin condition was a contributing factor. Even with the best prophylaxis (combined ipc & anticlog) around 1%-2% of pts will still get dvt. However, in this case, it is likely to have evolved after ipc was discontinued as she was ambulatory and not on any other prophylaxis (she was no longer at risk). Although fibrinolytic shutdown is thought to only affect blood coagulation for up to 72-hours post-op she might have had a delayed effect and just succumbed a few days later than most - this is only an average period and some people will be at the extremes. She is also high risk given that she had malignancy - this is known to increase clotting susceptibility (surgery was for a mastectomy and a diep procedure). The possibility exists that the pt had other risk factors given her medical history and may not have suffered the dvt had she been covered for a longer period of time post-operatively, given the length of her surgery. Most pts go home with no harm, but this pt had too many factors conspiring against her. The MFR does not consider the location of the dvt to be relevant in this case. Additionally, the pt's medical history suggests that she has hypersensitivity and the rash could have been caused by prolonged contact with fabric/sweat (based on conversations with the pt, it seems that she is used to this and self-administers due to her medical history). Although the number of reportable events for both dvt cases and allergic reactions is still low when measured against the number of released devices ((B)(4) dvt cases and (B)(4) allergic reaction cases in the past 12 months), the MFR will be conducting an ongoing trend review to determine if there are any further actions that need to be taken.